Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic and upon interrogation, the pulse generator exhibited a diagnostics anomaly resulting in inappropriate measured data. No intervention or patient symptoms associated with the diagnostic issue were reported. The patient would be monitored. No further information could be obtained.